Manufacturer narrative:
The reported blood loss has been attributed to treatment terminated without rinseback. Returned cartridge inspected. No defects found. Quality control records reviewed with no problems found. Exact cause of patient symptoms cannot be determined. There is no evidence to suggest a device malfunction occurred. It is unk whether the reported symptoms were a result of an allergic reaction, anxiety, or other reason. A review of complaint history was performed and no other incidents of this specific type have been reported. Nxstage considers this report closed and will continue to monitor as part of routine complaint process.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A new dialysis patient receiving his first treatment complained at onset of feeling flush. Physician reports patient felt warm and was visibly flushed, bp stable and otherwise asymptomatic. Physician was concerned of possible dialyzer reaction and immediately terminated treatment without rinseback, which resulted in a 210cc blood loss. No medical intervention was required for the blood loss. Patients symptoms resolved without any intervention shortly after treatment was discontiued. Physician reports that patient has been switched to conventional dialysis with no repeat symptoms.